Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the introducer needle fractured while in the body. Customer reports the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. No harm requiring medical intervention was reported. The device will not be returned for analysis.